Event description:
On (B)(6) 2012, during an elevate anterior implant procedure, it was reported that the, "bladder was perforated when placing the ssl fixation arm," on the left side. The mesh arm was cut and removed, the "defect" was repaired. The patient was also checked with a cystoscopy. A new mesh arm was placed. The "mesh body" was left in place.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.